Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device currently under investigation.

Event description:
The user facility reported that the anchor was defective on the angio-seal device. The following information was reported: the angio-seal device was unpacked to be used in the puncture site that was proximal to the inguinal ligament proximal of the right common femoral artery; the anchor had already been broken (deformed) and could not be used; hemostasis was successfully achieved by manual compression only; and no impact to the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. One each of the following 8f angio-seal sts components was received for evaluation: hemostasis sheath and carrier tube assembly. A blood-like substance (bls) was seen on the returned components. The bypass tube was located on the proximal end of the carrier tube, and the deployment sleeve was in the rear holding position and was not inserted into the hemostasis cap. There was no damage to suggest that the deployment sleeve had been forcibly moved from the rear-locked position; no damage was noted to the deployment sleeve proximal locking tabs or the tensioner cap latch hooks. There was no damage to suggest that the deployment sleeve had been forcibly removed from the hemostasis cap; no damage was noted to the deployment sleeve distal locking tabs or corresponding hemostasis cap receptacles. The component condition was consistent with the deployment sleeve not having been locked into the hemostasis cap. Both the carrier tube and the hemostasis sheath had been bent in a "u" shaped curve. The carrier tube assembly was not inserted into the hemostasis sheath, but rather, was attached to it only by the suture. A 1" of tamper tube exited the carrier tube. The suture had been partially extracted. A portion of the suture loop and collagen entered the sheath cap; the suture knot remained proximal to the cap. The anchor was not visible. Functional testing revealed the hemostasis body was detached from the hemostasis cap; the anchor was located on the distal side of the seal. The collagen was attached at the suture loop. No other anomalies were noted. The overall device condition was consistent with partial insertion of the carrier tube assembly into the hemostasis sheath, partial removal of the same (with anchor capture on the distal side of the hemostasis seal), and partial suture extraction. Visual, dimensional and functional testing results could not confirm the complaint. The likely root cause is that the carrier tube assembly was not inserted properly into the hemostasis sheath. The IFU was reviewed and sufficient instructions were found for insertion of carrier tube assembly into the sheath. IFU review: according to angio-seal vip IFU art100041662d (2016--01) b. Set the anchor, step 1 and step 2 clearly mentioned regarding setting the anchor and insertion of carrier tube assembly in to the sheath. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.